Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. The patient¿s clinical site was advised to monitor the sensor readings for clinical correlation. No additional information is available at this time.

Event description:
Additional information received identified that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated on (B)(6) 2019 via echo where the mean was increased by 21mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
Correction made to date of implant.